Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose 2 to 4 months ago, with blood glucose of 45 mg/dl at the time of the incident. The customer was sleeping and the pump allegedly over delivered insulin and he could not be woken up. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will follow up with their doctor. The insulin pump will not be returned for analysis.